Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es inventory view showing medication loaded and available on drawer pocket, but when user tried to search for the medication it was not listed as being available, when attempting to assign drawer pockets was not available. Epic was also reflected that the medication was not available on the machine, despite it being physically present and showing as available on the server. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es inventory view showing medication loaded and available on drawer pocket, but when user tried to search for the medication it was not listed as being available, when attempting to assign drawer pockets was not available. Epic was also reflected that the medication was not available on the machine, despite it being physically present and showing as available on the server. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not showing as loaded. The technical support specialist dialed into the server and resent the load messages to address the issue and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the issue.